Manufacturer narrative:
Correction provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported the vitreotome emitted a much louder noise than usual and the vitreotome did not work properly as it was cutting at the start and then zero during a posterior vitrectomy with an implant placement of the left eye. The vitrectomy probe was replaced and the procedure was completed. A followup was performed and the surgeon indicated the vitrectomy probe functioned initially then after a few minutes, it stopped actuating and was stuck in its position. He indicated he could not remember if the vitrectomy probe stuck in the opened or closed position. No additional information is expected. This is one of seven reports for this surgeon.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. No noise was observed during testing. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A photo of the product is attached to the parent file and was reviewed by the investigation site. Functionality of the probe cannot be confirmed from the photo. Root cause: the complaint evaluation does not confirm the probe had abnormal noise. The evaluation does confirm that the returned probe has an actuation failure. The root cause for the actuation failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Action taken: no action has been taken as the reported noise was not confirmed and it appears that the observed actuation failure was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).